Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of resistance between system components was confirmed through evaluation of the returned device. Furthermore, an existing edwards technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per review of provided imagery, tortuosity was present in the access vessels. Per evaluation of the returned device, the sheath shaft was curved and kinked. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported, ''patient did not have severe access vessel calcification'', suggesting that some calcification may have been present in the access vessel. Per evaluation of the returned device, sheath shaft scratches were observed at the distal end of the sheath. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per review of provided imagery, the vessel diameter was 6.0mm, which is sufficient for 16f esheath. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Information on insertion angle was not provided. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (tortuosity, calcification ) may have contributed to the reported event. Since no edwards defect was identified, no corrective or preventative action is required. The complaint of sheath distal tip split was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per review of returned imagery , tortuosity was present in the access vessels. During evaluation of the returned device, sheath shaft curvature was observed. The distal tip of the sheath was stretched and had a puncture/tear from the middle of the stretched area to the edge of hdpe. In addition, scratches were noted along the sheath shaft at the distal end. The sheath was also kinked at 0.5'' from the hub, suggesting use of excessive manipulation. Per the IFU, ''use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set''. Tortuosity can subject the sheath to suboptimal angles and increase contact with the vessel walls. Sharp nodules of calcification can directly damage the sheath during insertion or withdrawal, especially if compounded with excessive manipulation to overcome the experienced resistance during delivery system advancement. As such, available information suggests that patient (calcification, tortuosity) and procedural (excessive manipulation) factors may have contributed to the split in the soft tip. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The patient did not have severe access vessel calcification or tortuosity. The minimum lumen diameter (mld) was 6mm. During the procedure, a second successful attempt to insert the esheath was performed.. However, when advancing the commander delivery system through the esheath resistance was found and the commander delivery system was forced which caused a kink. Then, the commander delivery system and esheath were retrieved from the patient. A new system was used to perform an additional attempt. The 29mm sapien 3 valve was implanted with +4cc balloon volume. The patient required an implant of a stent in the internal iliac. The patient outcome was good.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
Supplemental report submitted to include evaluation findings. Added h6 component code and device code. As per pre-decontamination evaluation, it was found that the distal tip of the returned esheath was split. The investigation is in progress, a supplemental report will be submitted.